Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This was further described as ¿the navy blue piece unscrew from the light blue piece, exposed the chip insert¿. This was identified while training a patient for home peritoneal dialysis therapy. A new transfer set was provided to the home patient, which worked without issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/04/2021.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue main body. The insert/chip was present and there was no indication of solvent on the top of the insert/chip. There was evidence of solvent on the inside of the barrel of the light blue main body. The reported condition was verified. The cause of the reported condition was determined to be manufacturing related caused by inadequate solvent application to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.